Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-07807. It was reported the patient desires better coverage for his feet. As a result, surgical intervention is pending as the next course of action.

Event description:
Device 1 of 2 . Reference MFR. Report#1627487-2017-07807 . Follow-up identified surgery took place on (B)(6) 2018 wherein the physician opted to connect the existing leads to the replacement ipg (ref MFR. Report#1627487-2017-.07174 ). Therapy was confirmed postoperatively thus resolving the issue.